Event description:
The lay user/pt contacted lifescan alleging that the product was having the following unresolved power related issue: meter displayed that the last result was frozen and that the pt could not turn the power on or off. The pt's meter is being replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.